Event description:
It was reported that the patient was diagnosed with a non-significant stenosis in the left anterior descending artery and the left circumflex, and an 80% stenosis in the mid right coronary artery (rca) (type a lesion). A jr 3.5 guiding catheter was placed in the rca and a balance middleweight elite guide wire was crossed to the lesion. Some resistance was met when trying to advance a stent delivery system over the guide wire. The non-abbott 2.75x24 mm stent was deployed at the lesion successfully; however, after deployment, resistance was felt during retraction of the stent delivery system with the guide wire. Both the sds and the guide wire were removed from the patient as one unit. Outside the patient, an attempt was made to separate the devices; however, the devices were still stuck tightly together. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide cath: jr 3.5. Stent: gazelle 2.74x24mm. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported resistance with the stent delivery system (sds) was confirmed. Based on visual inspection, functional testing, and dimensional measurements of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint-handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.